Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's incision site was not healing and the ipg was showing at the incision site as per physician. The patient will undergo explant procedure.

Event description:
It was reported that the patient's incision site was not healing and the ipg was showing at the incision site as per physician. The patient will undergo explant procedure. Additional information was received that the patient was prescribed antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 25076107/25526823.